Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the information reviewed, there is no indication of a product quality issue. A conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined; however, the subsequent treatment appears to be related to the operational context of the procedure. The reported patient effect of intimal dissection is listed in the xience xpedition, everolimus eluting coronary stent system (eecss), instructions for use as a known patient effect of coronary stenting procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the procedure was performed to treat a de novo lesion in the left anterior descending artery with moderate calcification and mild tortuosity. Pre-dilatation was performed with a 2.5x12mm and a 2.5x08mm unspecified balloon dilatation catheters at 8 atmospheres. Then a 3.0x18mm xience xpedition stent was deployed; however, while removing the stent delivery catheter, a distal edge dissection was observed. The dissection was covered with a 3.0x08mm unspecified stent. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.